Manufacturer narrative:
Zimmer biomet complaint number (B)(4). First/given name and email address unknown / not provided.

Event description:
It was reported that the implant fnt410 in dental site 3 had to be removed due to perimplantitis.

Event description:
No further event information is avaliable at the time of this report.

Manufacturer narrative:
One full osseotite tapered implant (fnt410) was returned for investigation. Visual inspection of the as returned product identified minor signs of wear and bone residue around the external threads due to usage. There was presence of a foreign substance (fabric/thread) around the implant.the device could not be functionally tested for the reported failures (bone loss & infection) since they are medical conditions. Pre-existing condition noted on the per was moderate bone density type ii. The reported device had been implanted on tooth # 16 (fdi) for approximately 2 months. Device history record (DHR) review for the lot (2017070309) had revealed no deviations nor non-conformance which could have caused or contributed to bone loss and infection after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2017070309) and no similar events or complaint was found. Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number . H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative.